Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a pulsed field ablation procedure, there was a possible "mild" cerebral event and cerebrovascular accident (cva). It was noted that preoperative instructions were given to the patient to stop taking anticoagulant medication days prior to the procedure. A micro emboli was retrieved from the sheath side irrigation port via aspiration. It was discovered that the transeptal sheath heparinized saline flush rate was routinely set at 15ml/hr, whereas it should have been between 60-100ml/hr. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient had a stroke intraoperatively, resulting in a "code gold" to affect immediate intervention. The patient was subsequently hospitalized.